Event description:
Product was returned as an implant failure because of infection. Based on the report, the pt had moderate oral hygiene and moderate bone condition. The surgery was a one stage surgery with prosthetics attachment (single) in tooth location #14. No bone augmentation material was used. Implant was removed due to infection. The pt is described as recovered with no complications. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended.

Event description:
The user stated they received a high discrepant calcium result for one patient sample. The initial result was 12.2 mg/dl with a data flag and was reported. The patient was redrawn 1.5 hours later with a calcium result of 9.2 mg/dl. The doctor wanted the original sample repeated and a result of 9.3 mg/dl was obtained. The patient was not affected. The doctor had requested protein electrophoresis and pth testing based on the original result of 12.2 mg/dl, but cancelled these tests when the result repeated within normal range. It was noted the original sample was slightly hemolyzed. The calcium reagent was (B) (4). The field service representative determined the calcium reagent pack was low on solution when there were 20 tests left. To verify the analyzer operation, he performed precision testing and a check test with acceptable results.

Manufacturer narrative:
Additional information received from the user indicated the original results that were erroneous were not reported. The user stated "the repeat that was good was reported". The issue did not lead to a failure or delay of diagnosis or incorrect treatment.

Manufacturer narrative:
.

Event description:
The user facility reported seeing a spark from the door area of the sterilizer. No injuries were reported to patients or hospital staff.

Manufacturer narrative:
An extra wash cycle before the calcium assay was installed. Since then, no further events have been reported by the customer. No issues were found in the retention sample of the reagent. A specific root cause was not identified. Carry-over might have been the root cause. The patients were not adversely affected.